Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were two "bad electrodes." It was noted that the physician would be replacing the leads and it was unknown if they would replace the implantable neurostimulator.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).